Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The subject device was returned to olympus repair. The evaluation confirmed the customer¿s reported problem, b40 error occurred due to a defective circuit (mc) board. Additionally, the service inspection found the video connector receiving contact part is deformed and the battery is consumed. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer visera elite video system center has a b40 error, otv malfunction. The customer¿s reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced in the repair department. The repair division pointed out a failure in the printed circuit (cm) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.